Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device remains implanted.

Event description:
Patient reported "rupture" diagnosed via ultrasound. This record is for the let side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on january 30, 2026, with lot number 2865407 per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "rupture" diagnosed via ultrasound. This record is for the let side. Device was explanted and replaced.

Event description:
Patient reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.1, d.2a, d.2b, d.4, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.